Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. The reported problem (code 204) was confirmed. As received, the belt would not communicate with the monitor. The cause of the code 204 is a lack of communication between the monitor and electrode belt. The cause of the lack of communication is a damaged j702 connector on the distribution node (dn) pca board. The root cause of the damaged connector is excessive force on the trunk cable. No adverse event resulted from the open connection.

Event description:
A us distributor contacted zoll indicating that a patient reported a service code 204. The issue was isolated to the electrode belt.